Event description:
It was reported that the device was used during a laparoscopic cholecystectomy, the surgeon fired device and the jaw mechanism snapped and no clips were deployed. First clip placed fine, but on second firing the jaws snapped. This was being performed under normal circumstances. Another device was used to completed the case. There was no consequence to the patient.

Manufacturer narrative:
Sent 08/28/2006. Information anticipated, but unavailable at this time.